Manufacturer narrative:
Previous follow up report (follow up 1) is being corrected to just reflect below information: information was received that the reported issue occurred at power on self-test (post). The new information does not affect the reportability of the case, and still remains reportable.

Manufacturer narrative:
Information was received that the reported issue occurred at power on self-test (post). Based on the information provided, the incident is not a reportable event. Primary alarm failed (diagnostic code 1102) found during power on self-test (post)is not likely to cause or contribute to a death/permanent impairment/serious injury. Therefore, this report is being redacted.

Manufacturer narrative:
E1 reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer on the v60 device indicating that a 1102 "primary alarm failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported that a 1102 "primary alarm failed" error occurred. The manufacturer's product support engineer (pse) evaluated the device and confirmed that the reported issue was caused by a defect in the central processing unit (cpu) printed circuit board assembly (pcba).

Manufacturer narrative:
The manufacturer's product support engineer replaced the central processing unit board, checked and cleaned the device overall, ran tests, and verified that the issue was resolved as no other abnormalities were found. The device passed the required performance verification tests per philips standard and was returned to service.

Manufacturer narrative:
The central processing unit board was returned to the product investigation lab (pil) for failure analysis. The pil technician verified that the 1102 ¿primary alarm failed" alarm error code was logged with associated motor speaker failures, but the 1102 error code could not be duplicated at the pil during the boot up of the system cpu pcba or standard test bed (stb) operation using the returned system cpu pcba. The cpu pcba passed all engineering testing, and all voltages required for the proper operation of the system were well within specification. The customer complaint resulted in no problem being found. D4 - product UDI number is corrected g1 - contact information and contact office entity are updated.